Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post operation check. It was noted that the right ventricular lead was pulled back and sensing was low. The lead was repositioned on (B)(6) 2020. The patient was stable.